Event description:
It was reported that this was a venous closure of the left common femoral vein using a proglide device after an atrial flutter ablation procedure with an 9f sheath. Reportedly, the suture came out with device removal. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A production record review for this product was not performed because the lot number was not reported. Corrective and preventive actions review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number - a partial UDI was provided as the lot number is not known.